Event description:
It was reported the pt has gone a year without recharging her ipg. As a result, the charger and programmer can no longer communicate with the ipg. The pt will undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.